Event description:
As reported by the user facility ((B)(4)): the hosp reported that the plastic cannula did not slide on the needle and it shrivelled. The device was replaced with another one.

Manufacturer narrative:
(B)(4). We received one used introcan-w certo g24x3/4" 50/box in open packaging. The received sample was taken to a visual examination (particularly with regard to the capillary). The capillary of the introcan was penetrated by the introcan cannula approximately 10 mm from the canula hub. The observed failure mode is consistent with tests which have been conducted whereby the cannula pierces the capillary tubing due to withdrawing and pushing forward again. According to this damage, this event is most likely an application problem and consider the complaint as not justified. We have informed our manufacturer accordingly. Reviewed the device history record and there were no defect encountered during in-process and final control inspection. Process cards also show no abnormalities.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to (B)(4) for investigation. A f/u report will be provided when the inspection results become available. (B)(4).